Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise oversensing due to insulation breach. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.